Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ intravascular catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it is reported from the pharmaceutical care program (pafi-cohan), a quality problem associated with the use of the related medical device. In the ips medici applications room service, they state that when the catheter is uncovered, it is perceived that it comes off needle. Avoiding a correct channeling in the patient.

Event description:
It was reported while using bd insyte¿ autoguard¿ intravascular catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it is reported from the pharmaceutical care program (pafi-cohan), a quality problem associated with the use of the related medical device. In the ips medici applications room service, they state that when the catheter is uncovered, it is perceived that it comes off needle. Avoiding a correct channeling in the patient

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 38831214 and lot number 1299494. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures were provided for evaluation by our quality engineer team. Through examination of the pictures, the needle was observed through the catheter.